Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was undersensing. The premature ventricular contractions (pvc) following the paced r waves were falling into the refractory period. The sensitivity for the leadless ipg was increased. The ipg remains in use. No patient complications have been reported as a result of this event.